Event description:
Needle fails to adequately engage the hub so in use it can and has fallen off the syringe. This has happened to several of these needles limited to this one MFR. Dates of use: #1 2008, #2: 2008. Diagnosis: administer anesthesia.